Event description:
A surgeon reported a pt with an unexpected postoperative refraction and blurry vision following intraocular lens (iol) implant surgery. In a f/u, the surgeon did not state whether or not the device caused or contributed to the event. The surgeon is following up with the pt.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested and pt medical records were rec'd on 12/23/2008. (B)(4).